Manufacturer narrative:
Root cause: (B)(4) pull pins were manufactured smaller than the dimensional requirements, causing them to thread into (B)(4) screws with minimal locking force. The supplier produced the (B)(4) pull pins using his own nominal targets without regard for tolerances based on the specified thread standard. As a corrective action, the pull pin supply was removed from the original manufacturer and moved to the same vendor who made the screws. In addition, all thread callouts are supplemented with specific dimensional tolerances. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
The pull pin was loose before the compression and the pull pin came off during surgery. The surgeon screwed in the implant too far initially; upon compression, there was no resistance. During the case, the surgeon took the pull pins off and used the driver.